Manufacturer narrative:
Concomitant medical products: product ID: 4296-88 lead, implanted: (B)(6) 2012; product ID: 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was reviewed. An alert for low pacing impedance was noted to have been triggered approximately 3 months earlier. High threshold was also noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.